Manufacturer narrative:
The customer was asked when a sample probe was last changed and when checking the software, it showed (B)(4). The customer replaced the probe and then repeated the complained sample. The sample na result after the probe change was 133 mmol/l.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode on a cobas integra 400 plus (serial number (B)(4)). The sample initially resulted in a na value of 130 mmol/l and repeated as 131 mmol/l on the integra 400 plus analyzer. The initial value was reported outside of the laboratory and questioned by a doctor. The sample was sent to another facility and tested on an unknown analyzer, resulting in a value of 137 mmol/l. The repeat value of 137 mmol/l was deemed correct.

Manufacturer narrative:
Quality control recovery was acceptable. The field service engineer found no issues with the analyzer. Precision studies and quality control checks were executed successfully and data was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.